Event description:
It was reported that the system was explanted due to infection. After explant procedure insulation damage was observed. No electrical measurements anomalies were noted.

Manufacturer narrative:
A lead was returned in two pieces. Insulation and conductor damage was found between 19.0cm and 20.1cm from connector pin, consistent with clavicular crush damage. Internal insulation abrasions with visible rv cables were found at 37.4cm and 38.5cm and 47.9cm-49.5cm from the connector pin. The etfe coating on one cable was damaged at the one location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records. Device evaluation anticipated but not yet begun